Manufacturer narrative:
Device history record (DHR) for the device has been reviewed. The associated device was released based on company¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. The root cause could not be identified or determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A risk manager reported a patient had edema and haze in the left eye five days post photo refractive keratectomy (prk). The patient was referred back to surgeon. Visual acuity decreased in the left eye. The patient was diagnosed with (B)(6). The patient was started on an oral antiviral drug. Two topical antibiotic drops were prescribed. The patient is to continue using another antibiotic drop also and to discontinue another antibiotic and steroid drop. Defect healed a week later. Epithelium was noted to be intact. Haze still is present in the left eye and the patient continues to be monitored.